Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "sometimes when I work out, or when I hike up a mountain, I seem more restricted than I used to be. My pacemaker is set at 60. They told me that the pacemaker wouldn't restrict me if my heart rate goes higher at all." They also said they sent in a transmission and were wondering if it would show if the rate response was on. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.